Manufacturer narrative:
H3 other text : device not returned.

Event description:
It was reported that multiple cartridges did not fit onto the pump and that the wake button was not working. There was no reported adverse impact to the customer's blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.